Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer¿s blood glucose level was 59 mg/dl at the time of incident. It was also stated that customer received critical pump error image displayed on insulin pump screen. The customer was advised that insulin pump need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. No unexpected critical pump error (open book image) noted. Unit passed self test. Customer apply adhesive to the back of the unit next to the reservoir compartment. Unit received with cracked retainer, minor scratched display window, fading serial number label and scratched case.